Event description:
Patient was undergoing an arthroscopic repair of a torn rotator cuff (right shoulder) using the arthrocare cord arthrowand. The device began to smoke and get hot in the surgeon's hand. No damage to the tip which was in the patient and no damage to the plastic cannula which was also in the patient. The wand started smoking. The surgeon immediately removed it and tossed it to the floor. It stopped smoking. The surgeon's hand was not harmed. According to our supply coordinator, this is the third complaint regarding this product that we have made (to the manufacturer) in the last few months.